Event description:
Difficulty advancing 8fr iabp (intra-aortic balloon pump) catheter and then once connections made fiber optic error message displayed. Needed to upsize to 9fr. FDA safety report ID# (B)(4).